Event description:
Customer's family member reports that pt was getting a high reading of 249 mg/dl. Insulin dosage was based on this reading. Customer's family member reports that the customer then went into a diabetic seizure. Paramedics were called and the customer was transported to the hosp. The paramedics tested the customer's blood glucose levels while in route to the hosp and a reading of 61 mg/dl was rec'd. The customer was advised to change insulin dosage because pt was being given too much.